Event description:
It was reported that 2 bd insyte¿ IV catheters experienced damaged unit packaging where the sterility was compromised. The following information was provided by the initial reporter: there were multiple issues with insytes being compromised in packaging.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd insyte¿ IV catheters experienced damaged unit packaging where the sterility was compromised. The following information was provided by the initial reporter: had multiple issues with insytes being compromised in packaging.

Manufacturer narrative:
H6: investigation summary: two photos were received by our quality team for evaluation. From the first photo, the needle pierced through the catheter tubing at the mid-section was observed. From the second photo, no damage on the packaging was observed due to the cannula perforation. The photo also only showed the unit package without showing the defective device; therefore, the team is unable to evaluation a missing shield. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The assembly process was reviewed. If the needle had pierced through the catheter during the manufacturing process, the defect would have been detected and automatically rejected by the inline tip spear 100% vision inspection system. The needle piercing through the catheter could have also occurred during product application when the product was manipulated. The following controls have been put in place to prevent and detect the needle being pierced through catheter from occurring: the vision system camera is not out of focus when capturing the defect by using various metal blocks for different gauges to prevent the vision assembly from dropping under its weight and the catheter is aligned to one side using vacuum to aid the insertion of the cannula thus reducing the likelihood of this nonconformance from occurring. A daily challenge of the vision system is performed, and visual inspection is performed during outgoing inspection. The current quality control includes an outgoing functional test and daily in-process functional test to check for unit package integrity using the water leak test. There is also a daily outgoing visual inspection and 1-hourly in-process visual inspection in place to check for unit package integrity.